Event description:
Received info stating customer received multiple occlusion alarms during basal and bolus delivery. Reportedly, customer's blood glucose level was approx 300 mg/dl. Customer indicated that site would be changed.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.